Manufacturer narrative:
Investigation is not completed. Event device code is addressed is package insert. Although several attempts have been made, a medwatch 3500a has not been rec'd from the user facility. This report will be amended when the investigation is completed.

Event description:
Allegedly, plate fractured on x-ray. Plate revised to compression screws.